Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a pocket infection was observed. The device was explanted and replaced to resolve the event. Further information was requested, but not yet available. The patient was stable.